Event description:
It was reported four years after implant, that the valve was explanted due to stenosis (see attached article). The patient had been prescribed warfarin for three months postoperatively, followed by aspirin. At reoperation, the bioprothesis was structurally intact with thrombus present. The thrombus was removed and the cusps were fully pliable.